Event description:
Customer called to report that the wash cup for the cx4 sample probe of the synchron cx delta clinical system was squirting fluid and foaming. Customer requested onsite service. Customer stated that patient results and samples were not affected, and that no one was harmed by or exposed to the leak. On the same day, the field service engineer (fse) inspected the instrument and found that the wash station was overflowing and that the waste bottle required cleaning. The fse then cleaned the waste bottle and verified instrument performance to ensure that the services performed effectively resolved the issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).